Manufacturer narrative:
Coloplast has not been providing any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urinary tract infection, yeast infection, vaginitis, incontinence, dysuria, cystocele, cystitis, bladder neck polyps, pain, burning paresthesia of perineal area, decreased sensory, numbness around vagina and anal area, trigonitis with infected trigone, trigone pus pockets and bladder base, bladder outlet obstruction, mid urethral deformation and intrinsic urethral sphincter deficiency. A cystoscopy with fulguration of trigonitis, and excision of the mesh and repeat cystoscopy were performed.